Event description:
Patient has been revised due to loosening of the femoral and tibial components, and poly wear of the insert.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records were not provided. It would not be unreasonable to expect some wear after 10 years of implantation. The investigation could not verify or draw any conclusions about the reported event based on the provided information. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.